Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that myopotential inhibition was observed. It w as noted that the noise was inhibiting pacing. Programming changes were made. The patient will be monitored with routine follow-up.